Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
Initial reporter: unknown.